Event description:
A health care professional called stating that a child swallowed breeze2 normal control solution. She reported that the child is fine. No additional information was provided about the event or the product. Product is not expected to be returned.

Manufacturer narrative:
The initial reporter's complete information and product information could not be obtained. It's not possible to determine the manufacture date without the product information.